Event description:
The clinician reported that on the day the dental implant was placed, in ada 12 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.